Event description:
It was reported that control-iq was not adjusting insulin delivery as expected, resulting in the customer's blood glucose level reaching 50 mg/dl. The customer consumed carbohydrates to address the low blood glucose level and did not require assistance from a third party. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, customer acknowledged and understood. Recommendation was made to discuss diabetes management with a health care professional.